Manufacturer narrative:
During an implantation an implacross® e pe insert 0° 36 / 48 mm could not be inserted into an ecofit® cup epore® nh cementless. A different implacross® e pe insert 0° [?] 36 / 48 mm from the same batch however could be inserted without problems. The implacross® e pe insert was available for an optical examination. Small scratches and damages around the outer edge and on the surface were visible and most likely were caused by the implantation attempt. Additionally, the implacross® e pe insert was evaluated by the quality assurance department and all measurements relevant for the insertion into the cup were within the specifications. The manufacturing documents were checked and do not show any deviations. Neither the surgical techniques nor the instructions for use show any deviations. As the measurements of the pe insert were within the specifications a technical cause could be ruled out. Most likely the problem occurred due to unideal handling by the surgeon. This event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "after implanting the cup, the surgeon [...] Wanted to hammer in the inlay -> but could not get it in there were no problems when trying another inlay" follow-up: implantcast gmbh was provided with the affected product on (B)(6) 2025.

Manufacturer narrative:
During an implantation an implacross® e pe insert 0° 36 / 48 mm could not be inserted into an ecofit® cup epore® nh cementless. A different implacross® e pe insert 0° 36 / 48 mm from the same batch however could be inserted without problems. Neither the explants nor intraoperative images are available, therefore no optical examination can be executed. The manufacturing documents were checked and do not show any deviations. Neither the surgical techniques nor the instructions for use show any deviations. Based on the available data, no technical cause could be found. This event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "after implanting the cup, the surgeon [...] Wanted to hammer in the inlay -> but could not get it in. There were no problems when trying another inlay."